Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side deflation. Device remains implanted.

Manufacturer narrative:
Analysis of the returned device identified: opening on anterior. Leak test and microscopic analysis was performed which identified: creases smooth opening, wear abrasion, crease fold and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on anterior due to fold flaw opening.

Event description:
The device was explanted.